Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As the lot number provided could not be matched to a finished mentor device, a manufacturing record evaluation (mre) review cannot be performed. Should additional information become available, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 300cc, catalog # 3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with a saline mentor smooth round moderate profile 3000cc breast implant and experienced deflation on the right side post-operatively. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 11/6/2019, mentor became aware of the manufacturing and expiration dates. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 11/6/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was found a crease in the posterior view. Leak testing was performed and it revealed a tear within crease, measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).